Manufacturer narrative:
H.6 investigation summary:bd received 1 sample and 1 photo for investigation. The photo was reviewed along with the customer samples and the indicated failure mode for embedded foreign matter was observed. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of embedded foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes had foreign matter and appeared to be rubber debris. No patient impact was reported. The following information was provided by the initial reporter: stage: during inspection before use. Defect: there is foreign matter in the blood collection tube, suspected to be rubber plug debris. Quantity: 1 piece. Impact: no impact on patients or users.